Manufacturer narrative:
The company service representative replaced the power supply in the tim transceiver. The system was tested to factory specifications. It functioned normally and was returned to use.

Event description:
The customer reported that while the panorama was in use monitoring patients along with bedside monitors and ambulatory telepacks, the network went down. No patient injury was reported.